Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The device passed the displacement test. The battery was removed from the insulin pump and monitored for ten minutes. The insulin pump powered up properly after inserting a battery and there was no pump error 23 on the device. The insulin pump alarmed hardware low level failure alarm during the self test and the alarm was confirmed in the insulin pump's history with variable due to cold solder joint at the keypad assembly. Pump error 53 was confirmed at the formatted history file and the problem was isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they got multiple pump error. The customer¿s blood glucose level was unknown at the time of incident. Troubleshooting was not performed. The product will be returned for the analysis